Event description:
Due to conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The patient reported that for two months, pt has been unable to test their blood glucose on their one touch basic meter due to a "cta" (clean test area) message. Pt believes they may have been giving themselves too much insulin, but denies any symptoms. Pt made no allegation of harm.